Manufacturer narrative:
The bwi failure analysis lab received on october 7, 2015 the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report willbe submitted.(B)(4)

Manufacturer narrative:
(B)(4). It was reported that a patient underwent a ventricular tachycardia procedure with a thermocool® smart touch¿ bi-directional navigation catheter and the pebax, the clear sensor sleeve, of the catheter became damaged while inside of the patient. During procedure, physician encountered difficulty to enter the chamber. When the catheter was removed from the sheath, damage was found on the pebax and a twist in the shaft at the same area. There was no patient consequence. The procedure was completed successfully by exchanging the catheter. The physician did not think the patient¿s health was at risk for the physical damage found on the device. Upon receipt, the catheter was visually inspected and it was found in normal conditions. No damage was observed in any area of the device. A deflection test was performed and the catheter passed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint cannot be confirmed.

Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As the lot # was provided, the device history record was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Method: no testing methods performed; result: no results available since no evaluation performed; conclusion: device not returned. (B)(4).

Event description:
It was reported that a patient underwent a ventricular tachycardia procedure with a thermocool smart touch bi-directional navigation catheter and the pebax, the clear sensor sleeve, of the catheter became damaged while inside of the patient. During procedure, physician encountered difficulty to enter the camber. When the catheter was removed from the sheath, damage was found on the pebax and a twist in the shaft at the same area. There was no patient consequence. The procedure was completed successfully by exchanging the catheter. The physician did not think the patient's health was at risk for the physical damage found on the device. Additional information was requested from bwi representative and it was informed that a hole was found on the pebax approximately about 10 cm from the distal electrode. The physician had difficult to reach ventricle during procedure; when catheter was retracted, the twist on the shaft was noted. There was not difficulty in removing the catheter from patient's body. Based on the physical damage found on the pebax area, it was determined for this event to be reportable due to the potential risk to the patient.